Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n: 7055-90, lot#: i0a64, mfd. 08/08/14, expires: 2019-08, (B)(4); 2nd (second): ifuse implant, p/n: 7060-90, lot#: 222222, mfd. 09/11/14, expires: 2019-09, (B)(4); 3rd (inferior): ifuse implant, p/n: 7050-90, lot#: i0a27, mfd. 06/13/14, expires: 2019-06, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2014 where three implants were optimally placed. The surgeon stated that there was nothing wrong with the implants; the patient just never had sustained pain relief following the procedure. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all three implants. No new hardware was added. The status of the patient following the revision procedure is not yet known.